Event description:
It was reported that the pulse generator could not be interrogated. The device was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final anlaysis found that the pulse generator was in back-up mode due to low battery voltage. The product code could not be downloaded. The device functioned normally with a replacement battery, however measured battery data was lost when the battery voltage was approximately 2.3 v. This was due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.